Event description:
During a transurethral resection of the bladder, the tip of the USA elite system standard resectoscope metal brown beak sheath, detached and fell into the pt's bladder. An open procedure was performed to remove the tip. The pt tolerated the procedure well and was discharged the next day.

Manufacturer narrative:
The device is being held by the facility in the biomed lab under instruction not to send it back to the MFR. A search of prior incidents for this type of instrument with the same or similar verbiage in the problem description reveals several common root causes as follows: a broken ceramic tip has typically been proven to be caused by customer abuse resulting from the application of excessive lateral force on the instrument during insertion or removal from the cysto sheath. Please note that this mishandling is cautioned against in the instruction for use manual that is provided with the instrument. A second potential cause has been related to customer abuse that occurs due to handling of the instrument such as dropping, hitting the tip against other instruments or against sterilization containers. This type of damage can result in complete separation of the tip as well as chips or cracks in the tip that will lead to failure during subsequent handling or use. A third potential cause is the exposure to extreme heat from a laser or electrode during a procedure. This misuse can result in a stress fracture of the ceramic, which further degrades into a separation of a portion of the ceramic tip from the tube. This type of incident is cautioned against by the recommendation activating the laser or electrode only when in clear view of the operator, away from the ceramic tip.